Event description:
Information received indicates the stretcher will not go into trendelenburg.

Manufacturer narrative:
The technician found the hydraulic cylinder was not lowering. He replaced the hydraulic cylinders to repair the bed.